Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps had cautery issues because the cable was broken. 12 of 14 lives are left. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "cable is broken". The instrument was found to have a broken or dislodged conductor wire the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument has 12 uses remaining. Additional observation(s) not reported by site: the instrument was found to have damage on the conductor wire's insulation. The insulation was lifted and no pieces were missing. The conductor wire is broken at the top where the wires are exposed however the point of the insulation damage does not exhibit any exposed wires. No thermal damage was observed.